Manufacturer narrative:
The reported event of being unable to unscrew the atrial and ventricular leads was confirmed. The device was in backup operation mode upon receipt due to the cold temperature exposure after explant. Analysis revealed a missing atrial setscrew, along with the ventricular set screw being stripped and containing calcified blood with septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and this was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During a device replacement procedure due to normal eri, the right atrial and right ventricular leads were unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was stable.